Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, damaged electrode belt connector) has been confirmed. Upon evaluation, the white pulse wire was open in the trunk cable. The cause of the check belt messages was the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable, as the trunk cable connector was cracked. The root cause for the cracked connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the open wire. The last pt to use this belt did not report any deficiencies.

Event description:
A (B)(6) male pt contacted zoll customer support to report check belt messages and a damaged electrode belt connector. The pt was issued a replacement electrode belt.